Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer called tandem technical support for assistance on adding a time segment to the personal profile settings for while they are asleep. Reportedly, the customer's blood glucose levels are slightly elevated (but within range) when sleeping at night and the customer wakes up to use the bathroom. The customer was unable to provide a blood glucose value. Recommendation was made by tandem technical support to consult with health care provider (hcp) regarding guidance on the proper settings to add onto the pump. The customer understood and will contact hcp regarding the changes.